Event description:
The pt was implanted with prosthesis on 7/25/96. Subsequently it was noted that the pt had developed an infection and capsular contracture in her left breast and the prosthesis was removed on 2/18/97. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.